Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device imaged revealed that the device entered bdfo mode due to two resets having occurred within a short period of time of each other. The two resets were found to have been caused by two bad data writes. The device was tested on the bench and no anomalies were found and the reset was not able to be reproduced. The cause of the bad data writes could not be determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a the device was found to be in back-up vvi mode. Device download was not performed as the device is near eri. The device was later replaced. Patient is fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.